Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as sore under the electrodes, bruising, and appearing as a red mark. The patient's wife reported the irritation could be due to the patient's eliquis medication. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued larger garments. The patient's nurse assisted with changing the garment and cleaning the electrodes with rubbing alcohol. The irritation improved. Supplemental report 9/20/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as sore under the electrodes, bruising, and appearing as a red mark. The patient's wife reported the irritation could be due to the patient's eliquis medication. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued larger garments. The patient's nurse assisted with changing the garment and cleaning the electrodes with rubbing alcohol. The irritation improved.